Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 on the main cabinet had failed with a click latch. The plunger clip was found to be broken. A field service engineer removed the drawer and replaced the plunger. The drawer was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer and metal piece that opens the drawer is broken. The customer reported that issue occurred when dispensing medications and able to get medications from another station. There were no adverse events or injuries reported based on this event.